Event description:
It was reported that the bd maxzero extension set had leakage. The following information was provided by the initial reporter: we are having issues with our filter tubing leaking again. The lot number is 24089377.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Two samples were received for quality evaluation. There no visual damages or abnormalities. Both samples leaked at the filter vent when attempting to prime. The sample were then pressurized with air to determine if the filters were functioning properly. No air bubbles were release from the filter vents. The customer complaint of leakage was confirmed. The samples were forwarded to the supplier for root cause analysis. Due to information on the medication used with the sample not being provided, the sample could not be handled with certain safety. Based on the airflow test showing that no bubbles were released, this suggests that there is no damage / hole in the membrane, and that its hydrophobicity has been compromised by the drugs / solution in use. The root cause for the issue is unknown and the issue was possibly created by the drugs / solution used. A device history record review for model mz9226 lot number 24089377 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.